Manufacturer narrative:
Implant date of (B)(6) 2016 was previously reported; however implant date is unknown.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13936. During a device upgrade procedure, the set screw was unable to removed from the header of the device, resulting in header damage. When attempting to remove the right ventricular (rv) lead from the header, the rv lead was also damaged. The device was replaced, and the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored..

Manufacturer narrative:
The reported complaint of the setscrew could not be untightened to remove the lead was confirmed. Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset, the wrench could fully insert and engage the setscrew inset and untighten the setscrew and remove the lead. The blood most likely came through damage to the septum in the form of a hole punched through it. The battery depletion analysis revealed that the device is above eri.